Event description:
Procedure type: low anterior resection according to the reporter: sewing bowel back together using ceea 28 gun. The gun fired however, after 3 turns the bowel did not separate and the surgeon put his fingers up to separate it from the bowel. Unsure if the staples had deployed, so gave patient a covering ileostomy to prevent breakdown.

Manufacturer narrative:
(B)(4).